Manufacturer narrative:
(B)(6). (B)(4). The suspect product are calatog #54740006535 and catalog #54740006540 with lot number unknown.it is unknown which product contri buted to reported event. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent plif surgery at l5-s on an unknown date. Post-op, on (B)(6) 2015, it was found that the s1 screw placed in the surgery, backed-out. Revision surgery was performed to extend at l4-iliac on unknown date. Reportedly, the surgeon commented it might have been too much a load on the s1 screw during cantilever technique. It was reported that the patient complained of root nerve symptom after the initial surgery. Reportedly, the surgeon added decompression at revision surgery and the symptom disappeared after that.